Event description:
It was reported that upon opening, the circuit was found to be split. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The circuit was found to be split and failed testing. The root cause of the reported issue was found to be improper external force. No further action taken.